Manufacturer narrative:
A review of the calls in this case found that the customer stated that there was a negative impact on a patient, and they were trying to find a root cause of it, so they wanted the monitor inspected for functionality. When asked for more information, the customer said they can't really say because [the caller] was not part of the safety team, but a patient was injured. A good faith effort was made to obtain additional information regarding the patient incident, but no additional information was provided. A field service engineer (fse) was dispatched to the customer site to evaluate the device per the customer's request. The device evaluation was performed by the fse on the actual device involved in this case. According to the work order ), the fse was unable to duplicate any problems with the device and the device performed as expected.

Event description:
The customer reported that the expression did not warn them that there was an issue with the patient's vitals. The customer stated that there was a negative impact on a patient.